Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history was noted to be inaccurate and indicated a data log corruption. Customer reported blood glucose (bg) level was 288 (mg/dl). A correction bolus was delivered to address bg level. Troubleshooting determined a pump shutdown occurred.